Manufacturer narrative:
A (B)(6) year old male was found in the morning by family member. Rescue crew found patient to have muscle rigidity and immediately transferred to emergency department of small town hospital. Intubation attempted by clinicians without success. During one intubation attempt, the bulb on laryngoscope blade was no longer working and changed out, another clinician attempted to intubate and noticed bulb in pharynx. The patients condition necessitated patient transfer to local regional hospital for higher level of care. Upon arrival, a CT scan showed bulb in the patient's right lung. CT of patient's head reportedly showed a massive-left side intracerebral bleed. Patient subsequently died as a result of his cva. The blade was evaluated at the customer facility by a welch allyn engineer. The blade involved in the event was confirmed to be a welch allyn 635 blade that was obsolete in 1984. The blade design uses an outboard light tube which provides less protection to the halogen lamp near the tip of the blade allowing it to be exposed and bumped in rough handling. Visual examination determined the blade was found to have impact marks on the lamp socket as evidence of being out of round. Only a portion of the lamp remained seated in the laryngoscope blade. The bulk of the lamp was not available for evaluation by the hospital and assumed to be with the deceased patient. The lamp threads and lamp contact was removed and confirmed against a welch allyn drawing to be a (B)(4) lamp which is correct for the blade. Based on evaluation of the blade and lamp, the likely cause of lamp separation from the blade is a result of the blade, at top of lamp socket, sustained an impact sufficient enough to damage the blade. The lamp also sustained a similar impact force as the residual portion of the lamp base that was left in the socket exhibited radial peeling of the thread. Radial peeling is the result of an external force bending and ultimately elongating the threads in the direction of the bend resulting in lamp separation from the blade.

Manufacturer narrative:
This laryngoscope allegation is under evaluation. A follow-up report will be submitted when the evaluation is complete.

Event description:
Complaint alleged bulb detached from laryngoscope during attempt to intubate patient eventually lodged in patients right lung. Welch allyn logged complaint as (B)(4).